Event description:
It was reported that the patient experienced ill, weakness, and fatigue and presented in clinic for follow up. The patient also reported that the pulse generator was suspected to have migrated. X-ray was performed and there was no suspicion that that the device had migrated or flipped. The pulse generator was attempted to be interrogated and could not be interrogated. The patient presented in clinic at a later unknown date and the interrogation was resolved with the device being able to be interrogated.